Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Other than the shocks there were no adverse patient effects reported. This device remains in service. Additional information was received that the most recent episodes were ventricular tachycardia (vt) and not af with (rvr), additionally this patient underwent a vt ablation. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction: b1, b2, b5, and h6.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Other than the shocks there were no adverse patient effects reported. This device remains in service. Additional information was received that the most recent episodes were ventricular tachycardia (vt) and not af with (rvr), additionally this patient underwent a vt ablation. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Other than the shocks there were no adverse patient effects reported. This device remains in service.